Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect uim component has been returned to vyaire's factory service for repair evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported the display on the user interface module (uim) changing colors intermittently on this ventilator device. The customer determined the most likely cause was the uim and requested a vyaire factory service repair evaluation. The customer stated no patient involvement was associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire factory service received the suspect user interface module (uim) component for investigation. The service group performed a visual inspection of the internal components of the uim, which found no anomalies. They also performed multiple power on cycles on the suspect uim. However, no assembly failure could be identified or duplicate the reported event. The vyaire failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the service group assessment. No component/device failure detected therefore; no root cause investigation would be performed.